Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver displayed error code 150. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.